Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. The customer's blood glucose was 360 mg/dl. The customer also was unable to remove the battery cap of the insulin pump. Troubleshooting for the battery cap was done. The customer was unable to remove the battery cap with the quarter and a large screwdriver. Troubleshooting for the no delivery alarm was not done. Advised customer to discontinue use of the insulin pump if the battery was low and to monitor the insulin pump closely if she was to continue use of the insulin pump. Advised that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.